Event description:
While using a condom with nonoxynol 9 spermacide, the complainant experienced a severe pain just inside his urethra. His physician found an inflammation in the end of his urethra. The physician said that he had an allergic reaction to the nonoxynol 9 in the condom. The complainant has used condoms before and is not allergic to latex. The pain caused by the reaction lasted for 5 days.